Event description:
The patient will be revised due to anomalies caused by mom on (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient will be revised due to anomalies caused by mom on (B)(6) 2013. Doi - (B)(6) 2011. Examination of the returned devices finds abnormal wear on the outside diameter of the femoral head. Matching wear on the acetabular liner was not found. It is hypothesized the wear may have been due to the retrieval process. A review of the device history records for product numbers 962711000 and 121887350 lot numbers 3183155 and 3196231 found no anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Reason for revision and/or details of the revision surgery post-scheduling have not been provided. Patient demographics, activity level, additional event information, and x-rays were requested but not obtained. It was found that the femoral head and liner were a compatible match. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices finds abnormal wear on the outside diameter of the femoral head. Matching wear on the acetabular liner was not found. It is hypothesized the wear may have been due to the retrieval process. A review of the device history records for product numbers (B)(4) lot numbers 3183155 and 3196231 found no anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Reason for revision and/or details of the revision surgery post-scheduling have not been provided. Patient demographics, activity level, additional event information, and x-rays were requested but not obtained. It was found that the femoral head and liner were a compatible match. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Addendum added 19 february 2014. The bioengineering report ((B)(4)) concludes that it was not possible to say what occurred in this revision. The report goes on to state that no damage was immediately visible on the back side of the cup, scratching due to the articulation of the bearing was visible, as was damage to the head/stem taper and sleeve/stem taper. All interfaces will have release metal debris/ions. No detail is provided around the revision. It is likely in this case that an unknown combination of several factors occurred - such as patient factors, surgical procedure, surgical process and implant design. It is not possible to say that there is a manufacturing fault. None was reported by the complainant. The lab report that the liner is 3 microns out of specification on the diameter and 4 microns on the form, however this is a different measurement technique to that used on the shop floor and therefore it may not indicate the part is out of specification. If it was out of specification the diametrical error would be unlikely to have an effect. The form out of specification value, if not due to measurement error, may be partly due to use in vivo.